Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section b2 and h6, to provide the device return date in section d9, update section h3, and to provide the completed investigation results. Two black fragments were received for evaluation. They are called sample 1 and sample 2, and both ends of sample 1 and 2 were called a, b, c and d respectively in this report. The length of each sample was confirmed to be sample 1: 200 mm, sample 2: 50 mm. Inspection of sample 1: both ends were inspected under a magnifier while sample 1 was rotated by 90° each time and revealed: the surface of both ends was smooth, end a seemed to have been torn off, end b had been tapered. Based on this, it was likely that sample 1 was peeled in the direction from the end b toward the end a. Both ends were inspected under an electron microscope while sample 1 was rotated by 90° each time. It was confirmed that there was no abrasion or similar flaw that could be a trigger of the peeling. Inspection of sample 2: both ends were inspected under magnifier while sample 2 was rotated by 90° each time and revealed: the surface of both ends was smooth, end c seemed to have been torn off, end d had been tapered. Based on this, it was likely that sample 2 was peeled in the direction from the end d toward the end c. Both ends were inspected under an electron microscope while sample 2 was rotated by 90° each time. It was confirmed there was no abrasion or similar flaw that could be a trigger of the peeling. Based on the above inspection results, it was likely that sample 1 and sample 2 were exposed to a sharp and hard object including a metal needle. The cross-section surface of sample 1 and sample 2 were inspected under electron microscope and compared with that of urethane coat of a mini guide wire sample from the same product type. Dispersion of particles was observed in all samples. Qualitative analysis of sample 1 and sample 2 by ft-ir confirmed that both had ir spectra very similar to that of the urethane coat of a mini guide wire sample from the same product type. It was likely that sample 1 and sample 2 were the fragments urethane coat separated from terumo's mini guide wire. Reproductive testing was performed by manipulating a mini guidewire sample in a metal needle. As a result, the urethane coat of the mini guidewire was peeled off. The peeled surface was smooth and similar to that observed on the surface of sample 1 and 2. IFU states: do not use a metal cannula as an entry needle. Withdrawing the mini guide wire through a metal cannula or advancing a metal cannula over the mini guide wire may result in shearing of the mini guide wire or scraping of its plastic coating. This may lead to damage to the blood vessel or the sheath, as well as release of fragments from the wire into the blood stream. Do not use a plastic guide wire with a metallic entry needle. Withdrawing the plastic wire through the metallic entry needle or advancing the entry needle over the plastic wire may cause the plastic part to shear, that may necessitate retrieval. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It was likely that the concurrently used metal needle came into contact with the urethane coat, and when the mini guidewire was withdrawn, the urethane coat in contact with the metal needle was peeled. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to section d2. The complete common device name was inadvertently not provided on the initial report, and therefore has been provided.

Manufacturer narrative:
Lot number: requested, not provided. Expiration date - unknown due to unknown lot number. UDI - not requested for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacturer date - unknown due to unknown lot number. PMA/510(k)- availability of the actual sample is still being confirmed. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, investigation conclusions has been referenced. A picture of the actual sample was provided by the user facility. Two fragments separated from the mini guidewire were shown in the picture. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and shipping inspection record. (B)(4)..

Event description:
The user facility reported that the mini guide wire was used with a metal puncture needle 18g from competitor braun. It was used with a 7fr. Femoral introducer and a 14fr. Cryo introducer from competitor medtronic. Cryo ablation was performed successfully. During a follow-up examination the physician saw something on the x-ray in the pulmonary artery which was not supposed to be there. According to the physician this piece is a part of the mini guide wire (or the coating of the mgw). The piece was still inside the patient since its asymptomatic. There was no harm to the patient. Additional information was received on 04nov2020. The doctor did not notice any issues during the initial procedure. The patient was treated as intend and the procedure was successful. Additional information was received on 09nov2020. The piece inside the patient was extracted by using a snare kit.